Manufacturer narrative:
Voluntary medwatch form received: medwatch mw5150007.

Event description:
It was reported that the low voltage lead exhibited noise. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, low out of range pacing impedance measurements less than 250 ohms were observed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.